Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was not sending an image to the video tower. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.